Event description:
Device issue: shaping ribbon separation. Time of device issue: unknown. Adverse event: none. It was reported that during preparation of the rx accunet, there was an unspecified issue with the sleeve over the filter and the inner wire was pulled out during retraction into the catheter. There was no patient involvement. Another rx accunet was used to complete the procedure. There was no additional information provided. During return device analysis, separation of the shaping ribbon was observed.

Manufacturer narrative:
(B)(4). (B)(4). The device was received. Investigation is not complete.